Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 620 mg/dl. A manual correction injection was administered to address elevated bg. A cartridge change was performed resolving the occlusion and insulin delivery was resumed.